Event description:
It was reported that when using bd vacutainer® sst¿ ii advance, fibrin strands were observed in the specimen of an unspecified number of devices. No adverse impact was reported regarding the patients or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.